Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was getting a calibration error on a new sensor. Customer got a calibration error yesterday but changed the sensor after getting the error message. Customer was trying to calibrate after the initialization passed. Customer's blood glucose was 48 mg/dl at the time of the incident. Customer stated that he is treating now. Customer was advised to monitor the sensor and then call back.